Manufacturer narrative:
Other applicable components are: product ID: 3093-33, lot#: v748061, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 08-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their ins had been turned off since july because the wiring was bad. The patient reported they were working with their healthcare provider to get this issue resolved. No patient symptoms were reported. No further complications were reported or anticipated.